Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level as the customer had not check at the time of the call. It was indicated that the customer would use the pump until the replacement was received. Multiple follow up attempts were made to obtain information regarding any impact to the customer's blood glucose level. However, no information was provided.